Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. The testing could not be conducted due to the inability to establish lock. Surgery to explant the pt's device was scheduled.